Event description:
It was reported by customer that the implant was removed due to fractured locator no symptoms was reported. Patient will return for an additional appointment. Tooth #13.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k011028, k013227.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, tsvwb10 was returned for investigation. Visual inspection of the product confirmed fractured screw portion of unknown zest locator abutment (manufactured by: zest anchors inc- supplier ID: 4905-13795) identified within the implant. Damage observed to the implant likely due to removal process. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Pre-existing conditions noted on the complaint: clenching. Bone density type is iii. The reported device was located on tooth site 13 (universal) when the event occurred. Device was in use for 7 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60815161). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (60815161) for similar event and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.

Event description:
No further event information available at the time of this report.